Manufacturer narrative:
It was reported by the md, that a patient with a chronic wound to the right shin was seen by a colleague and treated with puracol plus collagen wound dressings. Two months later the wound had not healed, and a punch biopsy was completed (B)(6) 2020, followed by gram stain, aerobic and anaerobic culture, fungal smear and culture, acid- fast bacilli (afb) and culture smear. Reportedly, the "bacterial culture shows a few corynebacterium bovis". The reporting md further reports, state lab testing reveals susceptibility to ceftriaxone, clindamycin, doxycycline, erythromycin, gentamycin, linezolid, meropenem, and trimethoprim/sulfamethoxazle and intermediate susceptibility to penicillin. The patient is currently being treated with oral clindamycin. Reporting md is not sure if the purocol treatment led to the corynebacterium bovis or if the patient was exposed to the bacteria at a different time, but md would like the puracol tested to determine if there is any contaminant present. A sample is available and has been requested to be returned for evaluation. At this time, medline is unable to rule out that the puracol caused or contributed to the positive wound culture. Due to the reported allegation and in an abundance of caution, this is an MDR reportable event. If any further relevant information is identified or obtained, this report will be re-evaluated.

Event description:
It was reported that a patient with a chronic wound to the right shin was treated with puracol plus collagen wound dressings. Two months later the wound was not healed, a biopsy was completed. It was discovered patient has a corynebacterium bovis.

Manufacturer narrative:
Changed/additional information added. D9 device available for evaluation -yes, returned to the manufacturer 7/10/2020 g6 type of report - follow-up. H2 if follow-up what type? Additional information. H3 device evaluated by manufacturer - yes h6 type of investigation- 11, 4101, h5 investigation conclusion - zcd00006/unconfirmed defect. H10 investigation report reads as follows: 09/22/2020 16:52:12 cst ((B)(6) ). "We received samples of msc8622ep from the customer. Upon immediate observation, no abnormalities could be identified with the wound dressing. As the customer reported a potential contamination of c. Bovis, the customer's samples and samples from our branches were submitted to the lab for testing. The following lot numbers were submitted for testing: pl2041, pl2043, pl4036, and pa2070. The results from testing has shown that there were no growth for c. Bovis (reports attached). This product code had 2 complaints from the past 12 months with a sales volume of 3357 units (0.06% complaint rate). No adverse trending identified at this time. Replacement was already issued. Ok to close. -(B)(6) "

Event description:
It was reported that a patient with a chronic wound to the right shin was treated with puracol plus collagen wound dressings. Two months later the wound was not healed, a biopsy was completed. It was discovered patient has a corynebacterium bovis.